Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 345088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine, headache, genital hemorrhage, back pain, renal disease, chronic kidney disease and polycystic ovarian syndrome. Concurrent conditions included depression. Concomitant products included sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genito-pelvic pain/penetration disorder ("cramping"), abdominal pain lower ("sever cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headache "), mental disorder ("psychological or psychiatric problems condition"), uterine leiomyoma ("leiomyoma of uterus"), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, genito-pelvic pain/penetration disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, mental disorder, uterine leiomyoma, endometriosis, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, endometriosis, female sexual dysfunction, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, menorrhagia, mental disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition, migraines / headaches, reproductive system disorder or condition type of disorder or condition: leiomyoma of uterus; endometriosis, vaginal pain were added. Concomitant drugs were added. Historical condition, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 345088-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine, headache, genital hemorrhage, back pain, renal disease, chronic kidney disease and polycystic ovarian syndrome. Concurrent conditions included depression. Concomitant products included sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genito-pelvic pain/penetration disorder ("cramping"), abdominal pain lower ("sever cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headache "), mental disorder ("psychological or psychiatric problems condition"), uterine leiomyoma ("leiomyoma of uterus"), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, genito-pelvic pain/penetration disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, mental disorder, uterine leiomyoma, endometriosis, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, endometriosis, female sexual dysfunction, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, menorrhagia, mental disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("cramping") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.